Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) safety disk, tidal volume disk, battery is deteriorated and is due for maintenance replacement. There was no patient harm.

Manufacturer narrative:
Not a valid record as it is a routine battery and safety disk replacement.

Event description:
The event is not reportable as it is a routine battery and safety disk replacement and is not a valid complaint.